Event description:
It was reported that during use on patient, blood was detected in the helium tubing of cardiosave intra aortic balloon pump. Then the patient was shifted to another ccl and replaced with other iab pump. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that during use on patient, blood was detected in the helium tubing of cardiosave intra aortic balloon pump and gas loss in iab circuit had occured. Then the patient was shifted to another ccl and replaced with other iab pump. There was no injury reported.

Manufacturer narrative:
Updated filed: b4, b5, g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, and investigation conclusions) and h11. Corrected filed: h6 (component codes). A getinge field service engineer (fse) found blood contamination in patient interface module and safety disk. Replaced pim and safety disk. Performed functional check and safety test. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Updated filed: b4, g3, g6, h2 and h11. Corrected fields: d1, d4 (version or model #, catalog # and unique device identifier (UDI) #).